Event description:
It was reported the programmer rf (radio-frequency) head rattled, so a new one was requested. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the upper case lens was loose and rattling, and the electromagnetic field immunity test was out of specification, so the cable was replaced. Product ID 2090 programmer; product ID (B)(4) analyzer.